Manufacturer narrative:
One shelf carton with unit pack 101/870/080cz blu select 8.0, suction aid, cuffed, non-fenestrated, was received for investigation. Unit pack was received opened without any component inside. Due to nature of reported problem, we are not able to confirm if reported issue happened. No trend of similar customer complaints identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that after opening the package, it was noted that no inner cannula was enclosed in the package. No patient injury was reported.

Manufacturer narrative:
One shelf carton with unit pack 101/870/080cz blu select 8.0, suction aid, cuffed, non-fenestrated, was received for investigation. Unit pack was received opened without any component inside. Due to nature of reported problem, we are not able to confirm if reported issue happened. No trend of similar customer complaints identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that after opening the package, it was noted that no inner cannula was enclosed in the package. No patient injury was reported.